Event description:
User experienced a leak from the analyzer. User stated this did not cause any injury. No patient samples were involved. The field service representative determined the ise drain tubing had fallen off. He instructed the user to reconnect the tubing.